Event description:
It was reported that during the removal of the gore 18fr introducer sheath after the successful implant of an excluder bifurcated endoprosthesis, the right femoral artery dissected. The artery was surgically repaired with a dacron graft. There were no consequences to the patient. In addition there was no allegation of product deficiency made by the clinician.